Event description:
At 1200pm air detector alarmed. Noticed a lot of air in the blood lines. Blood returned. Changed the dialyzer and the blood lines and restarted dialysis. After 5 mins noticed air in the system stain. Line recirculated and another needle put in. Restarted dialysis with out any problem.